Event description:
Patient reported that her blood pt level was tested on physician's device with a result of 6.6 inr. Patient stated that, within an hour, she retested her blood pt level, using the suspect device, with a result of 4.2 or 4.5 inr (patient could not recall exact value). Patient did not modify therapy based on the value obtained on the suspect device. Patient noted that liquid controls were performed on the suspect product and the results were within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.